Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. This is the only complaint reported to date for this lot number. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately thirteen years post deployment, CT revealed the ivc filter at appropriate position with one detached posterior leg embolized to the right lower lung when compared to a chest x-ray performed on the previous day. On the same day, second CT revealed the same ivc filter findings as the first CT. Therefore, the investigation is confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated and limb(s) detached. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb(s) that remain in the right lower lung. Reportedly the patient experienced chest pain and shortness of breath; however, the current status of the patient is unknown.